Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Insulin was found in the reservoir compartment. The customer was able to remove the reservoir and replaced it but after a few moments the insulin pump alarmed a second motor error. They believed that the reservoir leaked and the seal must have broken. Customer's blood glucose level was 558 mg/dl. He had just given himself a 20 unit manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.